Event description:
The customer reported to olympus, the gastrointestinal videoscope had a kink in the light guide tube. The device was returned for evaluation. During the device evaluation, it was found that a-rubber glue and connecting tube had remains of foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a crack on scope cover, water tightness was lost, grip had discoloration, suction cylinder had discoloration, switch box had a scratch, r/l (right/left) knob had discoloration, u/d (up/down) knob had discoloration, plug unit had a scratch, scope connector cover unit had corrosion due to water leakage, outside shield unit had corrosion due to water leakage, label on scope connector was damaged, connecting tube had a buckling, and universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.